Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device order had been discontinued, yet it was still appearing in the cabinet. A technical support specialist had worked with the customer on the reported issue and had found that the integration had been working as expected however, the issue had concerned the validation code, as the pharmacy should have been using the registered pharmacist verify feature which had been disabled and had instead been using the pharmacy provided validation code, so collaborated with the customer to determine the correct validation code setup to resolve the issue. The system was assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower, order had been discontinued, yet it was still appearing in the cabinet. The customer added that once a script was discontinued in framework, nurses should not be able to take that med from the med bank. However, the nurses gave norco to two patients using a discontinued e-kit script still in their profiles. The were 60 tablets used on 2 patients. There were no adverse events or injuries reported based on this incident.